Event description:
Allied rec'd an e-mail from health care professional, he had completed a call and the bottle and regulator assembly were laying horizontally on cot. Outside source lifted the bottle to about a 45 degree angle, shut the valve and started to loosen the regulator from the stem. The next thing source saw was a large flash and source dropped the bottle back on the cot. A small fire started on the cot linens. Source sustained singed hair, eyes and the hair on the back of hands. There also were some small superficial 1st degree burns (similar to a good sun burn on hands). After inspection source determined there was some adhesive tape residue around the valve stem of the cylinder. Source found out later that tank hydro co placed a spare seal on the newly hydro'ed bottles. Source suspected the tape used was an oil based adhesive.